Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using proglide devices after an unspecified procedure. Reportedly, three proglide devices "were defective". The method used to achieve hemostasis was not reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to initial medwatch, additional information received: the procedure was a percutaneous coronary intervention procedure. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.